Manufacturer narrative:
Field service engineer (fse) replaced spo2 board and main board to resolve issue. Fse performed self-diagnostic, safety and functional tests, which passed. The device is returned to full functionality.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an spo2 failure. The customer replaced both the main board and the front end assembly in order to get the device functional again, but the problem recurred. There was no patient harm reported..